Manufacturer narrative:
(B)(4). Per service report (B)(4) that is associated with this complaint, testing was performed and the maquet sales and service unit (ssu) technician was unable to duplicate the reported event. (B)(4).

Event description:
On (B)(6) 2012, rotaflow with serial number (B)(4) at (B)(4) medical displayed a "comm error". (B)(4).